Event description:
The customer reported the intellivue mx550 patient monitor failed to alarm visually and audibly. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer's site and determined the failure to alarm occurred due to an incorrect configuration by the user. The device was fully operational and the reported problem was solved after the configuration was changed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.